Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 522 mg/dl. The customer stated that the elevated bg level was due to not delivering a correction bolus. The elevated bg level was addressed by delivering a bolus via the pump. The customer declined to perform troubleshooting with tandem technical support.